Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was returned. Visual evaluation of the returned product notes that the implant is fractured at the collar, and the external threads are badly damaged.no pre-existing conditions were noted on the per. The reported product was located on tooth # 46 (fdi) and used for approximately 7.5 years.the reported event could not be recreated due to the nature of the dental device and event (fracture).DHR review was completed for the subject lot number 61727620. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61727620) for similar event and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsv6b10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' .

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 46 (fdi) and used for approximately 7.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 61727620. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (61727620) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsv6b10). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. First/given name: unknown / not provided. Email address unknown / not provided. PMA/510(k) k011028 and k013227.

Event description:
Implant was removed due to fracture of the implant at the collar level.